Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to high shock impedance.

Manufacturer narrative:
Combination product: yes. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the ICD and the lead, on the returned data and the analysis of the returned lead. The manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned follow-up data from june 27th, 2025, was inspected. The battery status of the ICD was mos2. A number of 28 charging cycles was documented, all of them automatic capacitor reformations. The recorded charging times were normal. The impedance trends revealed stable and expected values of the pacing impedance. However, the shock impedance was out of range with > 150 ohm. Upon receipt, the lead was found cut 13 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were available for analysis. The visual inspection revealed multiple signs of wear. In particular on the distal lead fragment the insulation was found multiply rubbed through. The conductor cable to the shock coil was found fractured 28 cm proximal to the lead tip. This damage can be considered the root cause for the clinical observation of high shock impedance. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Explantation damages were also present, such as a deformed shock coil. In conclusion, the returned data confirmed the reported shock impedance values > 150 ohm. Despite this observation, the data did not show any indication of an ICD malfunction. The analysis of the lead showed a fractured conductor cable to the shock coil, which can be considered the root cause of the high shock impedance.